Event description:
Additional information indicates that surgical intervention was undertaken on 4june2024 wherein one lead was explanted and replaced while the other lead was repositioned to address the issue. Effective therapy restored post-op.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000050293.

Event description:
It was reported the patient experienced ineffective therapy with their scs system. As a result, surgical intervention may be undertaken at a later date to address the issue. It is unknown which lead is liable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.